Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Event description:
It has been determined, that the device associated with this complaint is a non-allergan device. This record is no longer reportable against an allergan device and will be un-reported.